Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's left keyboard hinge was broken, power cord bay latch tabs were broken, hinge plate screws were loose or missing, and case was damaged. These parts were replaced. Analysis also indicated that the programmer's stylus did not align with the cursor, and therefore the bezel shield assembly was replaced and recalibrated. It was also indicated that the power supply fan and system fan were noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that programmer had a broken keyboard, a broken power cord cover, cosmetic damage, and loose screen hinges. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.